Event description:
The set screw would not thread into the gmk extension stem. The screw's inability to thread did allow for complete locking of the tibial tray and extension stem in the final implantation. The set screw will be returned for analysis. Add'l info obtained on 03/12/2015: ":the surgeon did not use another screw. He implanted the extension stem and the tray without locking it with the set screw. The surgeon felt this would not affect the final stability of the pt." MFR ref #: 3005180920-2015-00032.